Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged generation of discrepant results for 3 patient samples when using the cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800. Initial samples generated. On (B)(6) 2021, 3 samples were tested and generated sars-cov-2 positive. On (B)(6) 2021, new samples were re-collected and tested and generated sars-cov-2 negative. The negative results were released. No harm is alleged. An investigation was conducted to evaluate the customer¿s issue. Per the FDA guidance three (3) mdrs will be filed one per patient.

Manufacturer narrative:
No issues found during the investigation. 2 of the 3 samples alleged, appeared to be samples near the limit of detection (lod). Review of the curves showed that both samples were suppressed. Furthermore, sample 3 discrepant result could potentially be due to the separate method of collections of the different samples. Possible contamination could not be ruled out. (B)(4)

Manufacturer narrative:
One of the sample could potentially be related to workflow, like a sample mix up. The remaining two samples are indicative of samples near the limit of detection (lod) of the test. A review of the control curves in the data provided did not show any major shifts or suppression and the control cts were in line with release data. Based on the information provided and the investigation performed there is no indication the product is not performing as intended. Although unknown the discrepancies alleged are likely due to sample and/or site specific factors. (B)(4).